Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a chronic catheter placement procedure, the guide wire allegedly cannot pass through the catheter. It was further reported that tip of the catheter was damaged. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B5, d4 (medical device lot #, medical device expiration date, unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous drainage catheter placement procedure, the guide wire allegedly cannot pass through the catheter. It was further reported that tip of the catheter was damaged. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a drainage catheter label. Therefore, the investigation is inconclusive for the reported failure to advance and material integrity issues as no objective evidence was provided for review. A definitive root cause for the guidewire failure to advance and catheter tip damage could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous drainage catheter placement procedure, the guide wire allegedly cannot pass through the catheter. It was further reported that tip of the catheter was damaged. The procedure was completed with another device. There was no patient contact.